Event description:
The patient went in for a planned generator replacement surgery. Upon removing the lead pin from the old generator, the connector boot detached from the connector pin with no excessive force from the surgeon. The surgeon suspected this to be due to breakdown caused by pressure from surrounding tissue. Full system replacement was performed. The explanted suspect product was discarded. No further relevant information has been received to date.